Event description:
Procedure: urological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence. It was reported that after a transobturator vaginal sling and cystoscopy procedure where this device was implanted, the patient experienced pain, urinary problems, bowel problems, urinary incontinence, and dyspareunia.